Event description:
It was reported that during a percutaneous coronary interventional procedure, a wire separation occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). The rotawire ex support guidewire was advanced to the lesion. During platforming the rotalink plus system would not reach operating speed, so it never entered the patient. The rotawire was then removed, and it was noted that the tip of the guide wire had detached and remains in the patient in the side branch of the distal lad. The procedure was completed with another of the same devices, and patient status was reported as 'stable'. In the opinion of the physician, the wire tip detachment may have occurred due to the tip of the wire "catching on something".